Event description:
The customer reported via phone call that they were hospitalized on 12/05/2014. The customer's blood glucose was 600 mg/dl at the time of admission. Troubleshooting found insulin was able to exit from the tubing. It was also found the customer had four no delivery alarms in their alarm history. The customer also reported a bolus was recorded in the bolus history during troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.